Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that there were no delays to the planned surgical procedure as a spare device was available for use. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was operating intermittently. The reporter indicated that the surgeon was able to complete the procedure with the original device by starting and stopping. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.